Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient experienced loss of stimulation due to not charging the ipg for several years. Subsequently, surgical intervention was undertaken during which the ipg was explanted and replaced. Effective stimulation was restored following the procedure.